Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 02, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 in order for the patient to undergo MRI scan due to other medical reason. It is unknown if there are plans to reimplant the patient as of the date of this report.